Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No sample was returned for investigation. Review of the devic e history record did not reveal any anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. From the information provided and the unavailability of a returned sample the root cause cannot be determined and therefore the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The cement package tore as it was being opened.